Manufacturer narrative:
(B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration. MFR report# 2245578-2011-00371 through 2245578-2011-00393 are from a single user site.

Event description:
On (B)(6) 2011, abbott point of care was contacted by a sales representative who was contacted by a customer on (B)(6) 2011 regarding I-stat troponin cartridges that yielded discrepant result on a patient. Patient information: on (B)(6) 2011 trppc I-stat 0.10. On (B)(6) 2011 trpi axsym 0.02. Based on the information available at the time, there were no injuries associated with this event.